Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap colectomy when the surgeon tried to insert the power handle with the reload into the abdominal cavity, he tried to open the reload with the silver button but it did not work. Before using this cartridge, it was ok to fire and there was no difference compare to other cases. He pushed the silver button several times to open the jaw of egia but still it did not work at all. So surgeon pulled out the power handle and asks the scrub nurse to change it. So scrub nurse changed the power handle to a new one and use a new cartridge to finish this procedure. After finishing this procedure, the scrub nurse tried to disassemble reload from the adaptor but she could not. So she disassembles adaptor from power handle body and used manual driver than she could disassemble reload cartridge from the adaptor. All the status symbol lights were normal. There was no reinforcement material.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Initial visual observation noted no abnormalities. A pmv idrive battery pack was loaded into the idrive ultra. Solid blue lights were displayed and the handle status light began blinking. The handle was dismantled by engineering for further evaluation of the reported conditions. Extensive residue was found inside of the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. However, the investigation detected a secondary condition of improper cleaning that has no relationship to the reported incident. Based on the geographic location of the account, the unit was most likely cleaned using an improper cleaning method such as flash sterilization that would allow moisture to penetrate the sealed area and react with the internal components. The functional testing of the device found that the inhibited functionality of the selector motor calibration is most likely due to the presence of the residue due to environmental conditions which caused the blue light condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
There was no tissue loss or damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. There was no reinforcement material used in conjunction with the stapling device